Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date of birth-asku. Weight-asku.

Event description:
It is reported that after a knee arthroplasty that the patient was revised due to an insufficient medial collateral ligament.

Manufacturer narrative:
Medical devices: articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 10 mm height p/n 00596203010 l/n; tibial component stemmed precoat p/n 00598003702 l/n 6309736162843001. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.